Manufacturer narrative:
Concomitant products: product ID 748966, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 748966, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3986a, lot # n0045848, implanted: (B)(6) 2005, product type lead; product ID 3986a, lot # n0053677, implanted: (B)(6) 2005, product type lead; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension. (B)(4).

Event description:
The consumer reported that they had their device removed due to having problems with magnetic fields like store security. The patient had an issue were no matter where they went or what they did they were constantly getting lint, fuzz, or insects flying at them. The patient was indicated for myofascial pain syndrome. No causes or diagnostics were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.